Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with cap easily opened because of damaged hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for loose IV shields with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for loose IV shields with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported with the use of the bd vacutainer precisionglide multiple sample needle there was an issue with cap easily opened because of damaged hub. There was no report of injury or medical intervention.